Manufacturer narrative:
H.6. Investigation summary. One photo was provided to our quality team for investigation. The photos was visually inspected, no evidence of a leakage was identified and no damage or molding defect could be observed that could contribute to the leak reported. A device history review was performed for the reported lot 1909208, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1909208 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that an unspecified number of syringe 30ml ll experienced leakage past the plunger during use. The following information was provided by the initial reporter: we use it to manufacture cytostatics. The liquid runs into the rubber stopper. This problem occurs frequently and is extremely dangerous for product and employees.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 30ml ll experienced leakage past the plunger during use. The following information was provided by the initial reporter: we use it to manufacture cytostatics. The liquid runs into the rubber stopper. This problem occurs frequently and is extremely dangerous for product and employees.